Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, device elective replacement indicator (eri) ("depleted" status) time stamp (B)(6) 2015. Device battery impedance value appears to meet eri criteria greater than 8kohms. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.